Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 200 mg/dl. Customer declined tandem technical support's offer to troubleshoot and declined to provide further information.